Manufacturer narrative:
(B)(4). Batch # r58u9e. Investigation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received unfired and with the swing tab in the locked position. Further investigation shows that reload present slight damage on the pan at the proximal end and with unusual scratch along of the pan. In addition, the knife sub assembly was missing. The pan cartridge was disassembled to verify the condition of the drivers and 21 double drivers and 25 single drivers were missing. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Due to the condition of the cartridge, the reported complaint was confirmed by an external cause as improper handling. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a tumor resection procedure, the stapler does not work. It allows assembling the reload, but at the time of cutting, the device does not run. There were no adverse consequences for the patient.